Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk. (B)(4).

Event description:
It was reported that the patient had a catheter study in (B)(6) 2011 due to problems with the catheter at that time. The results were not available. The pump was replaced. Additional information has been requested but was not available at the time of this report.